Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Lot unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Part/lot combination unknown at synthes (B)(4), no DHR review possible. The lot number is matched to article 314.030, not 387.660 a review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, two items from the bone harvest set broke while retrieving bone graft from left proximal tibia. The trephine broke at the phalanges and the cutting piece of the attachment also broke. Surgeon was able to retrieve the broken fragments which were present in the graft that was collected. Surgeon confirmed that no fragments remained in the patient. There was a 10 minute delay to the procedure and the patient is in stable condition. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).